Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test and unexpected restart test. No unexpected restart or signal too low alarm noted during testing. All operating current measurement was normal. The insulin pump was monitored for 48 hours with multiple basal rates and functioned properly. No watchdog timeout alarm, turn off screen, blank display, display anomaly, constant tone or unexpected audio or beep anomaly noted during our testing. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump continuously alarms before and after a battery change. Customer's blood glucose was 289 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed for loose drive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.